Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the user facility did not train reprocessing staff sufficiently on scope handling and reprocessing in accordance with IFU. This issue is addressed in the instructions for use (IFU): "·IFU (reprocessing manual) warns regarding insufficient reprocessing as follows: 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. " olympus will continue to monitor the field performance of this device.

Event description:
The facility's nurse educator states there was no patient infections and all patients tested negative for any cross contamination.

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer and answered additional questions. The customer asked if the scope will need to be reprocessed again, since the scope remained in the aer and the staff will run it again in the morning. The customer reported that the staff does not do any other cleaning steps with the endoscope prior to that. Tac advised the customer that the endoscope should be stored in a storage cabinet not in a reprocessing unit overnight. Tac also advised the customer that the staff should be performing all required reprocessing steps not just running it through the aer in the morning. Tac recommended that the customer schedule a reprocessing observation/ in-service training with an endoscopy support specialist (ess) to cover the reprocessing steps. The customer will inform the management team of this option and if needed schedule at a later date. The endoscope was not returned to the service center for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed during reprocessing, the customer used the wrong block on the automatic endoscope reprocessor (aer) and attached it to the endoscope. The customer reported as a result one of the channels on the endoscope¿s was not cleaned correctly. In addition, the endoscope had been left in the aer overnight after reprocessing was performed. It was then discovered the incorrectly reprocessed endoscope was being used in patient procedures. The customer was unable to determine how many patients were involved at the time. It is unknown if there has been any associated patient infections. Patients are still being tested and no results are available at this time.